Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A connector was reseated on the communication circuit board. The system was tested and found to be working as intended and put back into service.